Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where patient did not have sufficient subcutaneous tissue where set is inserted causing high blood glucose and treated with manual injection on (B)(6) 2026.